Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified a complete circumferential tear in the balloon material. The tear was identified at the distal end of the distal markerband. A microscopic examination of the balloon material could not identify any anomalies with the balloon material which could potentially have contributed to the tear in the balloon. An examination of the distal markerband identified no issues which could potentially have contributed to the complaint incident. A visual and tactile examination along the entire length of the catheter shaft identified a kink in the shaft at the base of the strain relief. This kink is consistent with excessive force having been applied to the shaft and it is noted that this kink would not contribute to the complaint incident of a balloon burst. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Complaint was originally assessed reportable for the q1 2015 asr, however this is now reportable based on investigation results approved on (B)(4) 2015. It was reported that balloon rupture occurred. The target lesion was located in the femoral vein. After a 18x90 wallstent was deployed and fully apposed to the vessel, a 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced to post-dilation. However, on the first inflation at 2 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed circumferential balloon tear.